Event description:
Same case as: 6000089-2007-01466. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, the patient has experienced: frozen shoulder, sensation of dizziness and light headedness like a room spinning, weakness, exhaustion, fatigue, muscle ache, nasal congestion, increase heart rate one time per month, blood pressure up and down, heart rate 108 at rest, anxiety, vomiting, and hives. Post the placement of a 2.75x32 mm taxus express2 drug eluting stent and a 2.75x20 mm taxus express2 drug eluting stent the patient "felt a rush at first and felt better." Patient "has gotten sicker and sicker." The symptoms experienced since the placement of the stent include "frozen shoulder, sensation of dizziness and light headedness like a room spinning, weakness, exhaustion, fatigue, muscle ache, nasal congestion, increase heart rate one time per month, blood pressure up and down, heart rate 108 at rest, anxiety, vomiting in the last 2 weeks, and hives for one week treated with benadryl." Additional information was unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch number 8957534 shows that the device met its material, assembly and product specifications at the time of its release to distribution.